Event description:
The service report shows an audible alarm failure. The nellcor puritan-bennett customer support engineer replaced the mother pcb to correct the malfunction. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.